Event description:
Pre-planned bifurcated system conversion to an aortouni-iliac configuration. Access was gained via the right femoral artery. Converter was deployed and molded to the main body graft. Angiogram noted a type ii endoleak above the proximal portion of the converter and the main body graft. A main body extension was deployed inside the main body graft, overlapping the two grafts. A balloon catheter was then advanced and inflated within the junction in order to mold the body extension within the graft. Final arteriogram noted a resolve to the endoleak.